Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided information for a pump reset and guided the caller through the process. After the reset, the pump no longer displayed the error code, and the customer was able to successfully start their sensor session.